Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/migration of essure device location of device: partially hanging from the uterus'), fallopian tube perforation ('perforation: fallopian tube left side/ migration') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena and oral contraceptive. Concomitant products included cyclobenzaprine since 2018 and medroxyprogesterone acetate (depo provera) since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In february 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criterion medically significant) and migraine ("migraines"). In (B)(6) 2018, the patient experienced ocular discomfort ("vision problems/eye tension"). In (B)(6) 2018, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and pelvic pain ("pelvic pain female / chronic"). In (B)(6) 2019, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), headache ("headaches") and nervous system disorder ("neuro condition/problem"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, heavy menstrual bleeding, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, intermenstrual bleeding, iron deficiency anaemia, psychological trauma, vaginal infection, fatigue, alopecia, tooth disorder, mood swings, headache, nervous system disorder, ocular discomfort, weight increased, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, migraine, mood swings, nervous system disorder, ocular discomfort, pelvic pain, psychological trauma, tooth disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per case is (B)(6) 2011 and date as per pfs is (B)(6) 2011 (pif). She received treatment for the following events chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) , pelvic/ abdominal, back pain, psych injury and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received. Reporter's information and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation/migration of essure device location of device: partially hanging from the uterus'), fallopian tube perforation ('perforation: fallopian tube left side/ migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena and oral contraceptive. Concomitant products included cyclobenzaprine since 2018 and medroxyprogesterone acetate (depo provera) since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced uterine perforation (seriousness criterion medically significant) and migraine ("migraines"). In (B)(6) 2018, the patient experienced ocular discomfort ("vision problems/eye tension"). In (B)(6) 2018, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In august 2018, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and pelvic pain ("pelvic pain female / chronic"). In (B)(6) 2019, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), alopecia ("hair loss"), headache ("headaches") and nervous system disorder ("neuro condition/problem"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, psychological trauma, vaginal infection, fatigue, alopecia, tooth disorder, mood swings, headache, nervous system disorder, ocular discomfort, weight increased, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, nervous system disorder, ocular discomfort, pelvic pain, psychological trauma, tooth disorder, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) , pelvic/ abdominal, back pain, psych injury and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received- new event vaginal bleeding and migraine was added. Concomitant drug and medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation '), fallopian tube perforation ('perforation: fallopian tubes\/ migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), pelvic pain ("pelvic pain female / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condition/problem") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, psychological trauma, vaginal infection, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, nervous system disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, uterine perforation, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) , pelvic/ abdominal, back pain, psych injury and vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: previously reported event "injury" was updated to "chronic, dysmenorrhea (cramping)", events- "dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), anemia, psych injury, migration/perforation: fallopian tubes, uterine perforation, vaginal infection, fatigue, hair loss, dental problems, hormonal changes, headaches, neuro condition/problem, vision problems, weight gain and plaintiff did not undergo confirmation test" added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.